Event description:
A caller reported experiencing a cgm error 42 with their sensor. There was no adverse impact to the customer¿s blood glucose level reported. Technical support provided instructions for a complete pump reset and guided the caller through the process, after which the error code did not reappear, and the caller successfully started a new sensor session.